Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of "haemoglobic anaemiais" a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: precautions for use: ¿ no clinical data is available regarding the efficiency and tolerance of juvéderm® voluma¿ with lidocaine injections in patients having a history of, or currently suffering from, autoimmune disease or autoimmune deficiency or being under immunosuppressive therapy. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary skin testing for hypersensitivity, and to refrain from injecting the product if the disease is active.

Event description:
Healthcare professional reported patient was previously injected with unspecified juvéderm® "for many years". Last year, "[patient] developed autoimmune haemoglobic anaemia. [Patient] is clear now and has been off [...] Medications since(B)(6) 2017 and is just being monitored." Patient is no longer taking medications to treat this condition.